Manufacturer narrative:
The device has been returned for analysis; however the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that the tip of an implant driver fractured inside the implant. The patient presented for a primary procedure on (B)(6) 2026 on tooth #11. During implant placement the driver tip broke off into the implant screw hole, causing the provider to have to remove the implant. No injury was reported.